Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure the mid-crown of the stent graft was opened approximately 1cm above the intended position, then parallax was corrected. Another angiogram was performed and the main body was anchored with the bottom of the markers at the ostium of the lowest left renal artery. It was noted that the markers were perfectly aligned and the parallax error was corrected. At the 20 minute mark post polymer mix, the sealing ring was ballooned. After implant of both iliac limbs a final angiogram was performed, however the sealing ring was partially occluding the left renal artery. The physician elected to implant a life stream (non-endologix) 5x25 stent in the left renal artery to keep it open. It was confirmed that the main body was anchored in the intended location where the renal artery was marked after the angiogram was performed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the renal occlusion and the malposition of the device are unconfirmed due to a lack of the relevant medical information. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Additional and corrected: h4: device manufacture date has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.